Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part 228151, lot l747484 combination and no non-conformances were identified. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information received from affiliate on 02december2018: it is unknown what the surgeon did after the second implant would not deploy. It is unknown if/how the first implant was removed. It was noted the device will not be returned for investigation. Additional information received from affiliate on 03december2018: it is unknown what the angle of the needle was. The procedure was an acl knee repair. It is unknown if the surgeon fully depressed the trigger until the click. It is unknown if the tip of the needle still in scope view. It is unknown if the surgeon penetrated the meniscus all the way to the depth stop. It is unknown if the surgeon used a probe. It is unknown what the patient¿s bone quality was. It is unknown if the surgeon was off axis. It is unknown if the same bone hole used to complete the procedure.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during the acl repair meniscus suturing surgery, the surgeon implanted the first anchor, however, it was reported that the second anchor did not come out from the truespan 12 degree peek when the surgeon tried to implant the second anchor to the patient¿s knee joint. The surgery was finished without any other problem although it was not reported how the surgery was completed. It was brand new and the first use when the issue occurred. There was less than 30 minutes surgical delay and no harm to the patient reported. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.